Event description:
Pt developed gangrene while urosheath was in use at a nursing home. Spoke with person on 3-23-00 who advised the co that this person had been hired as an expert witness in pending litigation case concerning nursing home pt who had penile amputation as a result of gangrene associated with condom catheter use. Reporter stated pt. May have pulled strap, thus causing problem.